Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming and will not start without a latched cassette. They confirmed that the cassette was latched. They opened and closed the battery door. The clamp closed the tubing, and the cassette was removed. The cassette was reattached, clamp opened, and pump started. The alarmed returned. They attempted powering down the pump, removing reattaching cassette and starting the pump but the alarm returned. They also attempted changing the batteries and the alarm still returned. They instructed the patient to power down the pump and close the clamp closest to the port. No patient harm or no patient injury. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.